Event description:
Hospital reported that a pt experienced endophthalmitis after a vitrectomy surgery. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available if no investigation conclusion has been completed. (B)(4).